Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. Additional information: the actual device associated with this event is not known. The possible devices are as follows: gynecare prolift pelvic floor repair system, gynecare tension free vaginal tape - obturator.

Event description:
It was reported that the patient underwent a surgical procedure in 2007, for the treatment of cystocele, rectocele, and stress urinary incontinence. A pelvic floor repair system and an obturator sling were surgically placed into the patient. Following the surgery, the patient experienced mesh erosion, formation of scar tissue, inflammation, dyspareunia, and neurologic compromise to her tissues and structures. No additional information was provided at this time.